Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed pump errors. Customer¿s blood glucose level was 315 mg/dl at the time of the incident. Troubleshoot was done. Insulin pump passed self-test. Product will not be returned for analysis.